Event description:
The customer tested her blood glucose using her contour meter and received a reading of 178 mg/dl. She took 4 units of insulin based on the reading. Four hours later, the customer began to feel shaky, so she retested and received a reading of 38 mg/dl. She was also able to drink some juice to raise her blood glucose level. The test strips were returned for eval. Replacement test strips and a new meter were sent to the customer.